Event description:
Mitral valve thrombosis. Per aats/sts guidelines, this is a valve-related event, and it is an expected adverse event. Therefore, it is being reported. This type of event is occurring within expected rates, and there is no increasing trend. Latest total experience adverse event analysis is detailed in the latest PMA annual report, (B)(4). Patient lived in the country, looked after by (B)(6) hospital. Attended clinic annually. Known to have poor anticoagulation therapy compliance. From operative notes, had dilated left atrium, and had gross pulmonary edema. Fresh clot material in left atrium, and clot material blocking one leaflet and pivot. The other leaflet ok. Valve replaced with on-x onxm-27/29. Patient recovered from the surgery. Transferred to ICU in stable condition. Event occurred in (B)(6).

Manufacturer narrative:
Device was examined by an independent surgeon, dr (B)(6). He confirmed the reported thrombus, as described by the surgeon. This examination was done in lieu of returning the valve. A follow-up report is not expected to be necessary.